Manufacturer narrative:
An investigation was completed to determine the cause of this adverse event. There is no indication that the customer reported complications of significant bleeding, hemodynamic and respiratory instability and infection were related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure.

Event description:
It was reported that during an ion-assisted lung biopsy, the patient experienced significant bleeding, hemodynamic and respiratory instability which required medical intervention and hospitalization. The physician successfully navigated to the target nodule in the posterior segment of the right upper lobe (rul) and confirmed positioning using a cios spin. During visualization, the vision probe view became obscured, reportedly due to a closing bronchus, and the catheter was retracted. Some bleeding was noted at this stage, with no blood vessels larger than 2 mm in diameter observed near the nodule. The physician proceeded with the biopsy and deployed a cryo probe; however, it was removed without obtaining a sample due to inability to achieve a satisfactory position. The physician then switched to a flexision needle (23g) and advanced it less than 1 cm under fluoroscopic guidance. Difficulty puncturing the lesion was reported, prompting a transition to a 3-forceps biopsy approach. Significant bleeding with respiratory and hemodynamic instability was subsequently observed, and the site initiated its adverse event/bleeding protocol. The anesthesiology team responded with the following interventions: sedation, muscle relaxation, vasopressors, intravenous crystalloids, and placement of a central venous catheter. The interventional pulmonology team performed the following procedures: bronchoscopic clearance of blood remnants, cold saline solution and intravenous tranexamic acid injections, bronchial bronchoscope wedging in the rul bronchi, further clearance with an additional bronchoscope inserted around the endotracheal tube, bronchial balloon tamponade using a fogarty catheter. The estimated blood loss was 1,000 ml. Once hemodynamic and respiratory stabilization was achieved within one hour, the patient was transferred for bronchial artery embolization and subsequently admitted to the intensive care unit (ICU), where packed red blood cells were administered. Approximately 72 hours later, the patient experienced a second bleeding episode requiring bronchial wash and repeat embolization therapy. An endobronchial valve was subsequently placed in the right b2 bronchus. The patient was hospitalized for more than 15 days due to persistent hypoxemia and respiratory infection. At the time of this report, the patient had a tracheostomy tube in place and was showing signs of improvement, with rehabilitation expected to commence. Regarding device assessment, the physician confirmed no device malfunction occurred. The bleeding was attributed to the closing of the bronchus during catheter retraction, which may have caused the articulated catheter to initiate pulmonary bleeding. Specifically, an increase in resistance was observed at the distal end of the catheter, causing it to twist and rapidly return to its normal position, potentially resulting in passage through the bronchial wall.